Event description:
Philips received a complaint on the mrx device indicating that the defibrillator test failed. The fse evaluated the device. It was determined that this was a malfunction of the ECG cable which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.